Manufacturer narrative:
All available information was investigated, and the reported premature activation, unintended movement (clip open - locked), difficult to remove (cds/sgc), and difficult or delayed positioning (anatomy) could not be replicated in a testing environment. Additionally, it was observed that the gripper was separated from the clip, the hinge pin was separated from the connector, and the threaded stud was broken. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported unintended movement (clip open - locked) associated with the clip arms opening while locked, the reported premature activation associated with the clip detaching from the dc, the observed gripper separation, the observed hinge pin separation, and the observed broken threaded stud, were due to the clip being attempted to be withdrawn into the sgc while the clip arms were caught on the sgc tip. The cause of the reported difficult to remove (cds/sgc) associated with the clip catching on the sgc tip during attempted withdrawal could not be determined. The reported difficult or delayed positioning (anatomy) associated with the difficulty aligning the clip above the valve was due to challenging patient anatomy (transseptal puncture losing height). The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported unintended movement (clip open - locked) associated with the clip arms opening while locked, and the reported premature activation associated with the clip detaching from the dc, were due to the clip being attempted to be withdrawn into the sgc while the clip arms were caught on the sgc tip. The cause of the reported difficult to remove (cds/sgc) associated with the clip catching on the sgc tip during attempted withdrawal could not be determined. The reported difficult or delayed positioning (anatomy) associated with the difficulty aligning the clip above the valve was due to challenging patient anatomy (transseptal puncture losing height). The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. This event was reviewed by a staff engineer clinical r&d, and the reviewer stated ¿one (1) photo taken of a fluoroscopy monitor was provided. In the fluoro monitor, the reported cds can be visualized. The clip is fully inverted and located just outside the soft tip of the sgc. The clip is detached from the l-lock shaft, which is located inside the sgc just proximal to the sgc radiopaque marker band. One gripper can be visualized and appears to be bent. The hinge pins are fully engaged with the connector. There is no evident damage to the l-lock tines. The threaded stud of the clip can be clearly visualized within the clip arms. Due to the grainy quality of the images, it is unclear if part of the coupler remained attached to the threaded stud (which would indicate a coupler break) or if the threaded stud was fully unthreaded from the coupler (which would indicate potential use error). The fluoro image provided aligns with the reported incident details; however, assessment based on the image is limited and cannot deduce / identify any issues beyond what is stated in this evaluation. Analysis of the returned product should be conducted to determine a potential root cause.¿na

Event description:
Subsequent to the initial report. The ntw was retracted to the right atrium to return to the steerable guide catheter (sgc) to realign. The clip was attempted to be withdrawn into the sgc, but the clip caught on the soft tip causing the arms to open while locked.

Event description:
This is filed to report the clip opening while locked, intervention and hospitalization. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), friable septum, a dilated left atrium, flail of the anterior leaflet in the central-lateral region, and a regurgitant jet in the lateral-central region. During a mitraclip procedure, the first clip was implanted successfully in the central region. In order to further reduce the mr, a second ntw clip was to be implanted in the lateral region. Two attempts were made to introduce the mitraclip, as there was difficulty aligning the clip above the valve. The transseptal height had fallen 1 cm from the first clip, due to a friable septum. The ntw was retracted to the right atrium to return to the steerable guide catheter (sgc) to realign, but the clip opened while locked. The clip was fully closed before opening, opened to 120 degrees, then fully inverted, and prematurely activated. The clip was only attached to the lock line, and lost all delivery catheter (dc) handle commands. The clip was pulled to the sgc by the lock line and able to be removed by the vascular surgeon, without having to perform surgery. Per the physician, medical intervention was required due to the performance of the device, which is an adverse event. There was no adverse patient sequelae or clinically significant delay. The patient was hospitalized for two additional days for observation. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.